Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with device serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable defibrillators with enhanced detection algorithms: detection performance and safety results from the painfree sst study. Pace pacing and clinical electrophysiology. 2014;37(9):1198-1209. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation. The article indicated that the deaths were related to the implant procedure. Further follow up did not yet yield any additional information.